Event description:
Patient came in for a flu vaccine. Vaccine was administered and when safety needle/syringe was pulled out the actual needle stayed inside the arm while the safety clip/guard and syringe came off. The needle actually stayed inside the arm. Needle was removed by provider manually. Bd safety glide 25g x 1in. FDA safety report ID# (B)(4).